Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that after administering medical fluid to the patient using a smiths medical cadd 100 ml medication cassette reservoir for 24 hours at a flow rate of 3.6ml/h. The customer noticed that the amount of medical fluid actually remaining in the cassette was larger than indicated on the screen by about 10 mls. A total of 86.4 mls of medical fluid was supposed to be dosed. There was no reported adverse events.